Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia repair procedure. The suturing device was difficult to toggle, difficult to load, and difficult to unload. The needle fell into the cavity of the patient and was retrieved with graspers. In order to resolve the issue and complete the case, opened a new suturing device. No patient injury.